Event description:
It was reported that the user experienced recurrent alert 38 indicating a motor stall on the ilet pump, with alerts recurring after restarts and multiple supply changes; a supervised dry run was successful, and replacement cartridges and connectors were arranged while the user continues with existing infusion sets. Symptoms included no reported adverse physiological effects. Outcomes included no reported impact to health, medical intervention, or hospitalization. Investigation included guided troubleshooting, multiple restart attempts, supervised supply changes, and a successful dry run to assess system function. Investigation of this case revealed a consecutive stalled motor alert pattern consistent with a motor stall event, with potential involvement of the cartridge and/or connector components, though device function appeared normal during dry run. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending observation with new supplies and potential device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.